Event description:
Pt was placed on or table with beach chair positioning device. Attached in a flat position (supine). Attachment was evaluated with pt on it but it did not stay elevated. The beach chair attachment, with the pt on it, fell back in a flat (supine) position.